Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: screening device. Product ID 3057, product type: screening device.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had burning in their left buttock on the day prior to the report. They also mentioned that they were not feeling stimulation and believed that the lead had migrated. They were unable to feel stimulation on either lead and would get a message saying "setting not available, contact clinician". They were going to stay on the original/left lead since they were meeting a 50% improvement with symptoms. It was unknown if the issue was resolved at the time of the report. It was noted that the trial began on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.